Event description:
It was reported that during a coronary artery drug eluting treatment procedure, the stent was dislodged. The pt presented emergently and was found to have sequential lesions in the 70-90% stenosed, heavily calcified, non-tortuous proximal to distal left anterior descending (lad) artery. Radial access was obtained. The lesions were pre-dilated with an unspecified type balloon. The physician advanced a taxus liberte 3.50x32mm drug eluting stent to the lad, but the stent delivery system (sds) was unable to cross the proximal lesion. The stent dislodged during the attempt to retrieve the sds into the 6 fr. Non-bsc guiding catheter and was noted to be "floating in the lad." The physician passed a 1.5mm (unspecified) balloon through the dislodged stent and partially inflated to "secure" the stent. The guide catheter and the partially inflated balloon catheter with the stent were then pulled back into the right brachial artery. The stent was then deployed in the brachial artery. The procedure was then completed via femoral artery access with two non-bsc drug eluting stents sizes 3.5x18mm and 3.0x12mm. No additional patient complications or adverse patient outcomes were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.